Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms, that the device deployed the cannula correctly and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 529 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the cannula had deployed but the pink slide had not moved into the viewing window indicating a needle mechanism failure. In addition, when the pod was removed from the infusion site on their abdomen, the pod's cannula was found bent. The patient experienced no symptoms. The patient was diagnosed with a urinary tract infection after having blood samples, urine samples and vitals taken. No diagnosis or treatment relating to the patient's diabetes was given. The patient was in the ER for 3 hours. The pod was removed prior to vising the ER.